Event description:
Caller reported that pump screen was falling out. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support and arranged for pump replacement, with instructions to put the pump into storage mode and return it to tandem using a pre-paid label within 10 days. Customer will continue using the current pump as backup therapy in the interim.